Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem and impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter presented the luer cracked and leaked. It was reported that a faradrive steerable sheath clear was selected for use during a pulsed field ablation (pfa) case. When the physician prepped and flushed the sheath, he noticed some fluid got out of the 3-way stopcock but thought it was because he didn't tighten the syringe enough, so he initially thought there was no problem. So he inserted the sheath into the patient's groin and then through to the septum into the left atrium (la). But when he aspirated and flushed the sheath, he noticed some fluid was getting out of the 3way stopcock again. So this time he looked more closely and noticed a visible crack in the 3-way stopcock. So we replaced the sheath. No air was seen entering the patient. The physician doesn't think he tightened the syringe more than usual and thinks the crack was there since the start. A cardiac technician told post procedure that the physician was performing a cardiac echo on the patient to check if there was any pericardial effusion, as the patient was complaining of chest pain. No pericardial effusion reported. No further information was provided. Product return is expected.

Manufacturer narrative:
Device technical analysis: the referenced faradrive sheath was returned for analysis. Device failed visual inspection, as the sheath was returned with the dilator inserted and the stopcock was cracked along its straight arm. The shaft was heavily occluded near the distal tip, and the dilator was unable to be removed. Entire sheath was left to soak in deionized water for 24 hours, after which additional attempts to extract the dilator were made alongside extensive flushing. The dilator was still unable to be removed, impeding the leakage test. Although the dilator obstructed testing the shaft, an attempt was made to test the returned sheath and device failed leakage testing. A leak was observed at the crack in the stopcock. The device failed microscope examination, since the crack was noted to affect the stopcock valve's ability to seal the flush port. Finally, based on the media provided presented the sheath's cracked stopcock, which was confirmed during device analysis. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of leak and chest pain were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation identified cracks in the stopcock, resulting in leakage observed clinically, resulting in air ingression via the flush port; therefore cause traced to component failure conclusion code was assigned to the allegations of damaged/defective and leak. Additionally, chest pain is a potential procedural complication addressed within IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Event description:
It was reported that a farawave catheter presented the luer cracked and leaked. It was reported that a faradrive steerable sheath clear was selected for use during a pulsed field ablation (pfa) case. When the physician prepped and flushed the sheath, he noticed some fluid got out of the 3-way stopcock but thought it was because he didn't tighten the syringe enough, so he initially thought there was no problem. So he inserted the sheath into the patient's groin and then through to the septum into the left atrium (la). But when he aspirated and flushed the sheath, he noticed some fluid was getting out of the 3way stopcock again. So this time he looked more closely and noticed a visible crack in the 3-way stopcock. So we replaced the sheath. No air was seen entering the patient. The physician doesn't think he tightened the syringe more than usual and thinks the crack was there since the start. A cardiac technician told post procedure that the physician was performing a cardiac echo on the patient to check if there was any pericardial effusion, as the patient was complaining of chest pain. No pericardial effusion reported. No further information was provided. Product return is expected.

Event description:
It was reported that a farawave catheter presented the luer cracked and leaked. It was reported that a faradrive steerable sheath clear was selected for use during a pulsed field ablation (pfa) case. When the physician prepped and flushed the sheath, he noticed some fluid got out of the 3-way stopcock but thought it was because he didn't tighten the syringe enough, so he initially thought there was no problem. So he inserted the sheath into the patient's groin and then through to the septum into the left atrium (la). But when he aspirated and flushed the sheath, he noticed some fluid was getting out of the 3way stopcock again. So this time he looked more closely and noticed a visible crack in the 3-way stopcock. So we replaced the sheath. No air was seen entering the patient. The physician doesn't think he tightened the syringe more than usual and thinks the crack was there since the start. A cardiac technician told post procedure that the physician was performing a cardiac echo on the patient to check if there was any pericardial effusion, as the patient was complaining of chest pain. No pericardial effusion reported. No further information was provided. Product return is expected.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block(s) impact code (f10 and h6), in sections f user facility / importer report information and h device manufacturers only. Device technical analysis: the referenced faradrive sheath was returned for analysis. Device failed visual inspection, as the sheath was returned with the dilator inserted and the stopcock was cracked along its straight arm. The shaft was heavily occluded near the distal tip, and the dilator was unable to be removed. Entire sheath was left to soak in deionized water for 24 hours, after which additional attempts to extract the dilator were made alongside extensive flushing. The dilator was still unable to be removed, impeding the leakage test. Although the dilator obstructed testing the shaft, an attempt was made to test the returned sheath and device failed leakage testing. A leak was observed at the crack in the stopcock. The device failed microscope examination, since the crack was noted to affect the stopcock valve's ability to seal the flush port. Finally, based on the media provided presented the sheath's cracked stopcock, which was confirmed during device analysis. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of leak and chest pain were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation identified cracks in the stopcock, resulting in leakage observed clinically, resulting in air ingression via the flush port; therefore cause traced to component failure conclusion code was assigned to the allegations of damaged/defective and leak. Additionally, chest pain is a potential procedural complication addressed within IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter presented the luer cracked and leaked. It was reported that a faradrive steerable sheath clear was selected for use during a pulsed field ablation (pfa) case. When the physician prepped and flushed the sheath, he noticed some fluid got out of the 3-way stopcock but thought it was because he didn't tighten the syringe enough, so he initially thought there was no problem. So, he inserted the sheath into the patient's groin and then through to the septum into the left atrium (la). But when he aspirated and flushed the sheath, he noticed some fluid was getting out of the 3way stopcock again. So, this time he looked more closely and noticed a visible crack in the 3-way stopcock. So, we replaced the sheath. No air was seen entering the patient. The physician doesn't think he tightened the syringe more than usual and thinks the crack was there since the start. A cardiac technician told post procedure that the physician was performing a cardiac echo on the patient to check if there was any pericardial effusion, as the patient was complaining of chest pain. No pericardial effusion reported. I saw the physician afterwards and asked him if the patient was doing good. Product return is expected to return.